Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was stuck in the cecum for almost six days. An x-ray was performed to confirm if the capsule was still present. The customer has requested for recommendations on the next steps. Technical support informed the medical advisors. The patient is stable with no harm and was in the hospital as an inpatient.